Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient the strips were returned and tested on a reference meter with a high-level control sample. Testing results (qc range = 2.7-3.3 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 2.9 inr. All inr values were within the specified target ranges and all measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter received a questionable result on a coaguchek xs serial number (B)(4) when compared to a laboratory result using an unknown analyzer and reagent. The laboratory result was 2.8 inr at 2:20 pm. The meter result was 2.1 inr at 4:30 pm. The patient's therapeutic range was 2.2 - 2.5 inr. The patient's testing frequency was every 14 days if inr is stable.